Event description:
Related manufacture reference number: 2017865-2022-49061. It was reported that the patient presented prior to procedure. Upon interrogation, it was noted that the atrial exhibited noise due to clavicular crush. The reported lead was explanted and replaced on (B)(6) 2022. During procedure, the chronic device was explanted electively and an implantable cardioverter defibrillator (ICD) was implanted. During this process, it was noted that the new implanted left ventricular lead (lv lead) exhibited failure to capture and extra cardiac stimulation causing patient discomfort. The reported lv lead was not installed and the procedure was completed with an alternative lead. The patient was in stable condition.